Event description:
The customer reported false positive test results of a rh negative patient sample when tested on tango optimo. The customer performed the blood typing of the sample on the instrument and yielded a 1+ reaction on rh confirmation. The customer repeated with new segment of the blood unit and they got a 1+ reaction again. The customer repeated the test with new plates, got 1+ again. After running the monthly maintenance, the test was repeated and showed 1+ again. Bench testing (with tube method) yielded a negative result, and the weak d was negative as well. After changing the bromelin, the customer was able to get a negative reaction. All qc tests results were as expected and other patient's results were all consistent. The investigation is still ongoing.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive test results of a rh negative patient sample when tested on tango optimo. The customer performed the blood typing of the sample on the instrument and yielded a 1+ reaction on rh confirmation. The customer repeated with new segment of the blood unit and they got a 1+ reaction again. The customer repeated the test with new plates, got 1+ again. After running the monthly maintenance, the test was repeated and showed 1+ again. Bench testing (with tube method) yielded a negative result, and the weak d was negative as well. The trace files of the affected tango optimo instrument were analyzed. The analysis showed that all three samples were tested multiple times due to their results fluctuating between negative and positive results. This confirms our believe that the bromelin buffer solution was likely the root cause of the issue raised by the customer. After changing the bromelin, the customer was able to get a negative reaction. All qc tests results were as expected and other patient's results were all consistent. No anomalies were detected during the analysis of the trace files.